Event description:
The customer reported that the device unexpectedly shuts down when attempting to charge for defibrillation.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and this complaint is still under investigation.